Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the lcb distal cover glass broken, the insertion flexible tube (ift) compressed, the light guide cable compressed, the suction channel buckled, the angle wire play, the ccd driver pcb corroded, the junction case leak, the air/water nozzle dirty, the air/water channel dirty, and the junction case loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.